Event description:
A revision procedure was performed to cap and replace the dislodged lead. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture on the left ventricular lead was noted due to dislodgement. The device was programmed to right ventricular pacing only and the patient was in stable condition.